Event description:
The reporter states that pt was tested and the caregiver obtained blood glucose values of 330mg/dl and 150mg/dl on the accu-chek inform system within 10 minutes. No action taken based on the readings. No adverse event reported. New system sent to customer and return requested.